Manufacturer narrative:
Block d2b: additional applicable product code: nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to the implantable pulse generator (ipg) was unable to connect to the remote control. No additional adverse patient effects were reported. The patient is doing well post operatively.